Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the device had a broken handle, its tabs on the power cord bay door were broken, it booted to an error and was slow to respond after the next boot and that its system fan was noisy. All found defective parts were replaced, the link electronic module board reseated, the hard drive reconfigured and the software reloaded. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.